Event description:
It was reported that during a diagnostic gastroscopy procedure, the gastrointestinal videoscope had a blurred lens. The issue was identified after completion of the procedure (when the device was no longer in use on the patient), and the procedure was completed using the same device. There were no reports of patient harm. .

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.